Manufacturer narrative:
(B)(6).

Event description:
A customer reported to the national products medical administration (nmpa) that the bipap focus ventilator suddenly stopped working, and the patient coughed and gasped. A patient of unknown age and gender with relevant medical history of asthma, repeated cough, and phlegm for two years which had aggravated for 20 days was admitted to the second ward of the department of critical care and respiratory medicine on (B)(6) 2022 at 8:56 for acute exacerbation of chronic obstructive pulmonary disease, pulmonary heart disease and sleep apnea. Treatments rendered included prescriptions of an assistive breathing device (bipap focus ventilator of unknown serial number), anti-infective, anti-spasmodic and other unspecified treatments. On (B)(6) 2022 at 14:00, the ventilator suddenly stopped working. At the time of the device shutdown, the ventilator annunciated an alarm, and the tone was continuous. Due to the device inoperability, the patient experienced worsened asthma with symptoms of cough and gasping. The ventilator was restarted, and the issue continued. The institutional physician immediately transitioned the patient to another ventilator (unspecified brand/model), with no other medical intervention rendered. The patient recovered from the events. The ventilator was not evaluated by a philips field service engineer as the customer declined philips' service as the device was out of warranty. As a result, the customer could not provide the significant event log and the results of the device evaluation performed by their institutional biomedical engineer. As the device was out of warranty, the customer declined philips' service, and resolved the issues on their own. The customer exchanged the "turbine" by themselves. The spare parts that were replaced by the customer were from a scrapped machine that were not directly from philips. After resolution was performed, the device status was reportedly back in its normal state. Based on the information provided, philips could not confirm the customer's allegation as device evaluation and service were declined due to warranty expiration. The customer resolved the issues on their own.

Manufacturer narrative:
Per internal review, this report has been downgraded from a serious injury to an adverse event-product problem as the clinical symptoms presented by the patient were exacerbations of pre-existing medical history of asthma which was managed by transitioning the malfunctioning device to another ventilator.